Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not received, the phenomenon was not duplicated during device evaluation. Therefore, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer that there was a no image issue when using the high definition lcd monitor. There was no report of patient harm or injury associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.